Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the controls of the external pulse generator (epg) failed to function after being unlocked. It was noted that the encoder assembly connector was not connected to the main printed circuit board (pcb). Additionally, it was noted that the device failed the incoming functional tests for 'backlight on/off difference', 'pacing rate dial', 'atrial output dial', and 'ventricular output dial'. It was noted that the connector on the main pcb caused the backlight issue. The output connector assembly, the hanger assembly, and the battery drawer were broken. The upper case was dented, and the keypad surface was compromised. It was observed that the main seal was contaminated. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controls of the external pulse generator (epg) failed to function after being unlocked. It was observed that the controls did not respond to the knob, and there was no change in the atrial and ventricular outputs. No patient complications have been reported as a result of this event.

Event description:
It was further noted that there was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.